Event description:
It was reported that during a low anterior resection procedure, although the staples on the sample side were formed properly, the staples on the patient's side were not deployed at the second firing. Additional suture was performed. Reinforcement product was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
The sample was discarded by the customer and therefore not available for evaluation.

Manufacturer narrative:
(B)(4). Onsite investigation: to further the cause of the event, it was decided to visit the patient to obtain first hand information and identify potential causes of the situation. During the visit are collected testimonies of both the users of the product as his wife and sister. Patient testimony: "on (B)(6) I noticed a leak in the home choice team during the initiation stage of lines there were no abnormal condition but at the end of the process of dialysis solution noticed a trail on the floor. Undertook a review and found that one tube (not specified which of the lines) was with a cut, as that generated by a blade. In the other pieces of equipment no abnormalities were noted. I reported this situation on (B)(6), the day on which I present to the health center with symptoms of peritonitis. Wife testimony: I noticed that where the tube was cut off, the tube additionally was engraved. Additional information showed that the set involved in the incident was located at the bottom of the box. No other set had leaks and the products belonging to the box of defective set were consumed in its entirety. Neighborhood information: house with levels in which live 4 families (one per restroom), a total of 16 children (B)(6). The customer has conditioned a sink in his room to do his therapy; he lives with his wife and 3 children. Some animals live in the house (dogs). The product is stored under a staircase protected by shade and some other elements. The living room floor is tile, but the rest of the house is in cement in reviewing the possible causes for this event, cutting the pipe has an important weight that is losing integrity during therapy, this potentialized on terms no less favorable cleaning could generate the condition of peritonitis in the patient. Evaluations were performed on a retention sample by quality assurance; this did not present any non conformance. Risk was verified manufacturing process possible operations that generate cutting tubes (station for rework and box packing). Recommendation is to have a visit to the patient by the specialist and reinforce the importance of cleaning conditions to carry out their therapy and how this may impact their health situation.

Event description:
In 2009, baxter received a report from the patient's family member that the patient (while connected during therapy) noticed a fissure in the line that connects to the patient. The patient was connected to the therapy from night until 4am when the machine started to sound an alarm (unknown), the patient checked the line and saw a solution leak. He stopped the therapy and went to the renal clinic. The patient presented with peritonitis symptoms and was hospitalized for four days. An exit site/tunnel infection did not exist. The peritoneal dialysis (pd) effluent was analyzed two days ago. The cell count showed leucocytes 6500 x mm3, neutrophils 95%, lymphocytes 5%. A gram stain was performed and no bacteria was seen. A pd effluent culture was performed and identified staph aureus. The patient was treated with antibiotics (unknown). The patient has recovered from the peritonitis. The sample was discarded by the patient and therefore not available for evaluation.